Manufacturer narrative:
E1: event country: (B)(6). Name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The blood glucose level was high, and the patient was treated with correction injection via mdi (multiple daily injections).